Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced occlusion issue event on 27-feb-2026. The blockage was at the site. The event occurred three or more hours after insertion. No further information is available.